Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer reported "replace battery" alarms and a blank display. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery compartment side near the corner of the belt clip rail. Unit passed displacement, sleep current measurement, and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, or in the long trace file. The adapt tool was utilized to search for any unusual battery alarms or pump errors that may have occurred around the event date. The most striking feature listed by adapt is the multiple 58=failed batt test alarms occurring on (B)(6) 2021 specifically at 23:47:54, 3:49:27, 03:49:39, and 03:49:51 just to name a few. All of these occurred less than the expected interval of 2 weeks of each other. Did not note any unusual pump errors that have occurred around the event date. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board. Did not note any signs of previous moisture presence or corrosion on any of the other boards, assemblies, and the motor inside the unit. In summary, customer¿s report of "replace battery" alarms and/or blank display was not confirmed during testing; however, the unit fails due to the corrosion inside the battery compartment and on the battery board. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis